Event description:
The distal tip of the bone harvester broke off in the patient's iliac crest. All pieces of the device were retrieved. This incident led to a delay in surgery of approximately 30 minutes.